Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (BG) level displayed as "High"; although a specific BG value was not provided. Customer took no action to address the BG. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.